Event description:
A patient received a 1140b in the operating room, which was working following the procedure. After the patient was transported back to the intensive care unit the device failed. After multiple attempts using different monitors and cables nothing worked. The surgeon inserted a new bolt and the device worked properly. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.